Event description:
It was reported that the patient presented for implant procedure. During the procedure, the left ventricular lead failed to advance over the guidewire. The left ventricular lead was replaced during the same procedure on (B)(6) 2021. The patient was stable throughout.

Manufacturer narrative:
The reported event of guidewire could not be inserted was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found that the connector pin and connector cap were pulled out of the connector assembly along the inner coil which was consistent with procedural damage and the guidewire coating was clogged distal to the connector pin. The cause of the reported event was isolated to the bunching of the stripped guidewire, coating, and inner coil.